Event description:
It was reported by service report that the head right caster has something stuck in it. The customer alleged the bed is hard to push. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Obstruction in caster.